Event description:
Two layer of suturable duragen were used, one layer over the scar and rough surface and another above to allow expansion. Eight sutures were done for the second layer. The surgery was for a lipoma in the sacral spine. It is a recurrent lipoma with extensive adhesions. Few days after surgery with duragen suturable, there was cerebrospinal fluid (csf) leakage. It was reported that there was no patient injury or death alleged but a second surgery was necessary. The surgeon phoned another surgeon and he decided to wait. The patient came in an emergency in december and had a second surgery. The surgeon could see the leakage at the level of the suture. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.